Event description:
Customer called on (B)(6) 2011 reporting that they had a hydropneumatics smart module not communicating error followed by a leak which was noticed in the hydropneumatics drawer afterwards on a unicel dxc 800 synchron system. Customer stated that she unable to locate the source of the leak nor does she know what was leaking. Customer also noted that no patient results were affected and none was injured as a result of the leak. Field service engineer (fse) was dispatched but was unable to reproduce the leak. The hydropneumatics were cleaned and primed for 60 times and no leak was observed. Fse proceeded to reboot instrument followed by running calibration and qc with no errors observed. Repair was then verified per established procedures.

Manufacturer narrative:
Evaluation result: field service engineer (fse) was dispatched but was unable to reproduce the leak. The hydropneumatics were cleaned and primed for 60 times and no leak was observed. Fse proceeded to reboot instrument followed by running calibration and qc with no errors observed. Repair was then verified per established procedures. (B)(4).